Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('minimal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic cyst ("found cysts in my pelvis"). The patient was treated with surgery (laparoscopic tube uterus and cervix removed). Essure was removed. At the time of the report, the pelvic pain and pelvic cyst outcome was unknown. The reporter considered pelvic cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic cyst, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('minimal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic cyst ("found cysts in my pelvis"). The patient was treated with surgery (laparoscopic tube uterus and cervix removed). Essure was removed. At the time of the report, the pelvic pain and pelvic cyst outcome was unknown. The reporter considered pelvic cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic cyst, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: unlocked for quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.